Event description:
It was reported that during an unrelated procedure, the right ventricular lead was explanted due to the undersensing and decreasing impedance. The inside-out abrasion was noted as well after the explant. The patient experience ventricular tachycardia and was treated by the medication. No other patient symptom was reported.

Manufacturer narrative:
A partial lead with the distal end was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.